Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal es was deployed. Approx 29 hours later in 2003, it was noted that the pt's hematocrit was 17. The pt was transfused with 7 units of blood. The pt was then surgery for a repair fo the femoral artery puncture site on the anterior wall of the artery to stop the bleeding. The pt was in satisfactory condition following surgery. No further complications were reported.